Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after an endovascular aneurysm repair procedure using an 8f sheath. Reportedly, there was resistance noted during insertion into the anatomy possibly due tissue or calcification. The sheath kinked. Another proglide was used with the same result. A third proglide device was advanced successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.